Event description:
The hemosplit was placed the (B)(6) 2009 but the (B)(6) 2009, it was taken away after being displaced because the cuff got loose from the catheter. The cuff did grow into the tissue but unfortunately it didn't stay on the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Chr showed no other similar product complaint(s) from this lot number.